Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported an unresponsive keypad. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had functioning button response. However, moisture damage was found on the keypad traces. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, a crack on the battery tube threads, and a crack on the reservoir tube lip.